Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Corrections: patient code 1816 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, per physician, the hospitalization for dyspnea was unrelated to the device. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, additional information received that per treating physician, the hospitalization for dyspnea was unrelated to the device. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2018, two mitraclips (cds0503 70710u214 and 70710u215) were implanted without a device issue reported. On (B)(6) 2018, per echocardiogram, the clips remained well seated on the leaflets. On (B)(6) 2019 and (B)(6) 2019, the patient had been hospitalized for shortness of breath. Diuretics were provided. Per physician, the hospitalization for dyspnea was unrelated to the device. There was no tissue injury, no device related adverse event, and no device malfunction reported.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for hospitalization due to dyspnea. The device relationship to the event was not provided. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating moderate mitral regurgitation (mr). Post mitraclip implantation, the mr reduced to trace/trivial and mild. On an unspecified date, the patient was hospitalized for worsening shortness of breath. The device relationship to the event was not provided. No additional information was provided.